Event description:
User reported a leak coming from their analyzer. The leak was extensive and reached onto the floor. No one was inured and no pt samples were affected. The field service representative determined the cause to be a punctured wash station seal cap. The cap was replaced and performance tests were performed.